Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the user possibly experienced an issue with the fix suture device. A small bullet end of suture embedded in sacrospinous ligament and was left in-situ.

Event description:
It was reported that the user possibly experienced an issue with the fixt suture device. A small bullet end of the suture was embedded in the sacrospinous ligament and was left in-situ.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause of the reported event could be "inadequate design selection (shear failure due to transverse loading)". The lot number is unknown; therefore, the device history record could not be reviewed. Since the product catalog number is unknown, a labeling review could not be performed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause of the reported event could be "inadequate design selection (shear failure due to transverse loading)". The lot number is unknown; therefore, the device history record could not be reviewed. Since the product catalog number is unknown, a labeling review could not be performed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the user possibly experienced an issue with the fixt suture device. A small bullet end of the suture was embedded in the sacrospinous ligament and was left in-situ.